Manufacturer narrative:
Results: the penumbra smart coils (smart coils) embolization coil was intact with its pusher assembly and had offset coil winds near its proximal end. Conclusion: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and offset coil winds may occur. The offset coil winds caused resistance when advancing the coil during functional testing. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured aneurysm in the middle cerebral artery and basilar artery bifurcation using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician did not mention resistance; however, the smart coil became stuck six centimeters from the hub of the microcatheter. Therefore, the smart coil was removed and the procedure was completed using four additional smart coils. There was no report of an adverse effect to the patient.